Event description:
Our field rep. Reported several adverse events via e-mail through the product director. What is being reported is that 2 surgeons are reporting 5 similar adverse events between them. One of the doctor had 2 adverse events and the other doctor had 3 adverse events. There are no details of surgeries given. There are not dates of surgeries given. There is no identification of device. No lot identifiers are given. No information about patients given: i.e. Status and condition at time of both surgeries, how they presented, treatments and present status. Etc. However, dr. Who had 2 pts states that his patients had adverse reactions (not defined), had re-surgeries. He observed "cysts and osteolysis" on the tibial side of both patients. He states that the other dr's 3 cases were similar. This is all of the information given. There are questions out to the complaint reporters for detail. Based on the report verbiage, this translates to 5 separate complaints. Please see associated mdrs 1221934-2009-00241, 1221934-2009-00242, 1221934-2009-00243 and 1221934-2009-00244.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.